Manufacturer narrative:
Per the gore® cardioform septal occluder instruction for use, in the section ¿potential device ¿ or procedure-related adverse events¿. Adverse events associated with the use of the occluder may include, but are not limited to: intervention for device failure or ineffectiveness. Patient weight is not available.

Event description:
It was reported the physician was implanting a 37mm gore® cardioform asd occluder. The atrial septal defect had no aortic rim and a deficient svc rim. The 37mm device was implanted but had a 2mm shunt. The physician chose to leave the device implanted. The patient was doing well following the procedure. At discharge, the device was still stable, but the shunt had increased. The patient had the defect surgically closed three days later. The patient was doing well following the surgery.